Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on screen and were unable to be calibrated. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.